Manufacturer narrative:
Investigation findings: an eval of this handpiece confirmed the reported problem related to collet assembly failure. Further eval found rust-like deposits on the surfaces of the motor and collet assembly. A review of conmed linvatec repair records shows this handpiece was manufactured in 2004 and has no history of repair. The handpiece instruction manual provides the following information to the user: conmed linvatec recommends servicing of this drill every twelve (12) months and bur guards every six (6) months. In addition, the drill and bur guard products should be monitored for overheating pre-operatively as well as during use. To test the bur guard, spin the bur guard on the bur. If the bur guard spins freely, the bearings are good. Otherwise, the bur guard should not be used and should be sent in for repair. In addition, prior to use with the bur guard and bur locked securely into the handpiece, run the drill and monitor for overheating.

Event description:
The customer reported that the handpiece was running hot during use. An alternate was used to complete the surgery and there was report of injury or surgical delay associated with this event.